Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿reduced angulation" was confirmed. The following findings were noted during device evaluation: due to deformation of control unit, water tightness is lost, due to deformation of up/down knob, water tightness is lost, light guide lens has a scratch, inside of light guide lens has corrosion, plastic distal end cover has a dent, adhesive on bending section is detached, connecting tube has coating peeling, connecting tube has a scratch, due to wear of angle wire, bending angle in up/down/left/right direction does not meet specifications, due to wear of angle wire, the play of u/d / r/l knob is out of the specification, image guide protector has a cut, control unit has a scratch, universal cord has a scratch, and universal cord is sticky the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the duodenovideoscope had reduced angulation during a therapeutic procedure. The customer feels there is a problem in endoscopic retrograde cholangiopancreatography (ercp) stent procedure so need to send scope to workshop for further investigation. Upon inspection and evaluation, forceps elevator has foreign material. Foreign material is yellowish/brown in color, but it is unknown what the foreign material is, and inside of light guide lens has foreign objects. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.